Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, no damage was found to the battery compartment or the battery cap. A test battery was inserted and removed without difficulty. The patient's battery was not returned with the pump for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition issue. The reporter claimed that ¿the battery seems to have swelled in the pump and made it hard to remove the pump but there is no damage to the pump, no temperature issue with the pump, no moisture/corrosion in the pump and no issue with the battery cap¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(4).